Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the om-9100s had an exposed spring at the foot plate. This was noticed when the product was taken out of the box. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the suction tube was detached, the spring was attached to the foot piece and was uncoiled, and there was no blood on the device. Internal file number - (B)(4).